Event description:
It was reported that the patient's heart was interrogated for left ventricular recovery and possible decommission of their device. During the examination at the catheter lab, the patient experienced a pump stop. A chest x-ray was performed that revealed the patient's internal segment of their driveline was damaged and burned. Log file analysis captured 90 pump stop alarms. A pump exchange was performed on (B)(6) 2022; the patient was implanted with another heartmate ii.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , identified a compromised driveline that could have contributed to the reported pump stops and low speed events. Evaluation of the submitted log file confirmed the reported pump stops. The pump was returned assembled with the driveline cut approximately 1¿ from the pump housing, and a 5" middle portion and 25" distal portion were returned. One section of the driveline around the velour was not returned. The sealed inflow cannula and outflow conduit were not returned. The outflow elbow was returned attached to the pump. Visual examination of the proximal side of the outlet stator revealed a small, white deposition surrounding the outlet stator bearing ball. The remaining blood-contacting surfaces of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Rescue tape was observed approximately 0-18" from the metal connector, and tears in the silicone jacket underneath rescue tape were observed 2", 2.5", 4", 11", 13", 14", and 16.5" from connector. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed throughout the length of the driveline. Areas of more severe breakdown were observed approximately 14", 27", and 28" from the metal connector. Microscopic and visual inspection of the wires revealed breaches of the green and black wires 3.5" from the pump housing and brown wire 4" from the housing. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakages in the insulation of the green, black, and brown wires that would have resulted in an electrical short. No additional breaches were found in the remaining wires. The insulation breaches of the green, black, and brown wires would have resulted in a pump stoppage if the exposed conductors of any wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. Similar events could have occurred if the exposed conductors of the green, black, and brown wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. The two submitted log files captured transient pump stops on 22jul2022, 23jul2022, 24jul2022, 25jul2022, 26jul2022, 27jul2022, and 30jul2022 while the patient was supported by both batteries and the mobile power unit. The pump stops were accompanied by low-speed events as low as 0 rpm and low flow events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of (B)(6). No further information was provided. The manufacturer is closing the file on this event.